Event description:
Caller reported an issue with the touchscreen responsiveness of the pump, with the screen frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.